Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the patient underwent treatment for a pelvic prolapse and stress urinary incontinence. Allegedly, the patient experienced pain and suffering, and has undergone or will undergo multiple surgeries and revisionary procedures.